Event description:
It was reported that a patient underwent an abdominal closure procedure on (B)(6) 2022 and suture was used. The suture broke easily. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. During the procedure, while using it on the patient. Was there any adverse consequence associated with the patient? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-00999, mw # 2210968-2022-01000 and mw # 2210968-2022-01001.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/17/2022. Complaint sample: complaint sample not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw3336 lot v1048. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw3336 and lot v1048 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 24.84 n and value at release was found to be 23.23 n which meets the usp average knot pull tensile strength requirement i.e. Nlt 14.10 n. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw3336/lot v1048 no other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/14/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint sample: only one empty single barrier folder received for investigation for code nw3336 lot v1048. Complaint sample overwrap pack, suture and needle was not provided for investigation. Received single barrier folder was visually inspected for genuineness and same has been found genuine ethicon aurangabad manufactured product however, in absences of complete device for investigation it what had contributed the event can not be concluded. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw3336 lot v1048. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot.